Manufacturer narrative:
The subject device was returned to olympus medical systems corp.(omsc) for evaluation. There were no contact marks and no scratches on the probe and the grasping section. The ptfe pad of the subject device was worn. The coating of the grasping section was partially missing. The cutting quality was checked, with no irregularities noted. The manufacturing history was reviewed, with no irregularities noted. The exact cause of the deteriorated cutting quality could not be conclusively determined since no irregularities were noted. These types of the ptfe pad damage and the coating damage are most likely related to the operator¿s technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate output without contacting tissue (including after the tissue already cut). Also it was known that the coating of the grasping section was damaged when the user scraped a tissue or a coagulum on the grasping section with a hard object. The instruction manual of the device has already warned as follows; a) do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. B) when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a laparoscopic intestinal resection, three thunderbeat devices were used. In the procedure, cutting quality of all three devices was deteriorated. The procedure was completed with fourth thunderbeat device. Olympus medical systems corp.(omsc) received and evaluated the three thunderbeat devices. As a result, omsc found that the coating of the grasping section of all three devices was partially missing on october 3, 2017. There was no patient injury reported. This is the third one of three reports.